Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to high blood glucose. Customer's blood glucose at the time of incident was over 600 mg/dl. The cause of hospitalization was diabetes ketoacidosis and high blood glucose. The customer did not experienced any symptoms. Product will not be returned for analysis.